Manufacturer narrative:
The subject device inspection and evaluation has started and is in progress . The device evaluation final and complete report has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An asset return for annual maintenance inspection was sent with reported issue of "insufflation problem". No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material that cannot be removed even if correct reprocess performed due to buckling of each nozzle/channel. The nozzle clogging . This report is being submitted for foreign material that cannot be removed even if correct reprocess performed due to buckling of each nozzle/channel . The nozzle clogging (reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to d9 return date (inadvertently left off the initial report). The device was returned to olympus for inspection, and the customer's complaint was confirmed. The following defects were found during evaluation: bending angulations out of specifications, adhesives on a-rubber (bending section cover) worn out, distal end insulation out of specifications, light guide lenses cracked, lenses glues worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would have accumulated and clogged during reprocessing the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.